Event description:
During a rotator cuff repair, the anchor broke at the eyelet upon insertion. The anchor was removed from the patient and an additional anchor was used to complete the procedure. The surgeon did not pre-drill the insertion site prior to placing the anchor, which is required and stated in the instructions for use. No patient injury or complications were reported.